Event description:
A fistulaplasty procedure was being performed using a 5fr sheath and an 18lp 8 mm x 4 cm balloon. The balloon was inflated, using an inflation device. The 18lp balloon burst in the cephalic arch, a circumferential tear occurred and the distal part of the balloon became detached. The detached balloon segment could not be retrieved. The av fistula had to be tied off to secure the detached segment and the av fistula was lost. Surgical removal had to be performed. A central line was then inserted for dialysis.

Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Balloon rupture is listed in the instructions for use. Per specifications, balloon burst, compliance, and fatigue verification testing are performed. The device is inspected to ensure bonds and balloons are undamaged. Each device is leak tested. The rated burst pressure is documented in the IFU and label. Each device is shipped with an IFU that delineates the proper inflation and deflation procedures. The device was returned to assist in the investigation. An exam of the returned device confirms that the rupture or tear originated in a longitudinal direction until the point of highest constriction, at which point it then tore circumferentially. The balloon rupture ultimately resulted in difficulty removing the device. Limited info was provided such as pt anatomy and inflation pressures. The root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk analysis to warrant risk reduction activities.